Event description:
It was reported that during an eval conducted by a manufacturer field service technician, exposed wires were observed on the rover's power cord. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The service technician replaced the power cord and returned the unit to service.